Event description:
(B)(4). After the essure device was implanted I began to have terrible back pain, excruciating pain in my left hip (hurt to the point I couldn't lay flat on my back without being in tears), for the first time in my life began experiencing migraines. I had severe depression for a year and a half, worse periods with a heavier flow and constant cramping. Cramping in my vaginal area while on or off my periods. I have had numbness in my fingers. I just had an ebaby who celebrated his (B)(6) birthday.